Event description:
It was reported the handpiece started giving solid tones during a tonsillectomy. The reusable blade was tried with a second handpiece which worked and the case continued with no consequence to the pt. The facility biomed later confirmed the handpiece was defective.